Event description:
Additional information obtained identified the patient's drg ins was replaced with a new one.

Event description:
It was reported the patient's drg ins has been inoperable since early (B)(6) 2017. Surgical intervention may be taken to address the issue. The patient is part of a clinical study and device information has been requested.